Manufacturer narrative:
On 25 august 2017 the medical affairs performed a clinical evaluation and commented as follows: late infection in cementless tha, 2 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 04 september 2017. Lot 146198: (B)(4) items manufactured and released on 13 january 2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5, code 01.29.201, lot. 151720 (k112115) (B)(4) items manufactured and released on 29 september 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell ø 54, code 01.26.54mb, lot. 152020 (k083116) (B)(4) items manufactured and released on 26 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner ø 54/28, code 01.26.2854mhc, lot. 152103 (k092265) (B)(4) items manufactured and released on 24 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection (left hip). The pathogen is unknown. The infection caused the stem to become loose. The surgeon revised all medacta hardware and re-implanted permanent product. The surgery was completed successfully. X-rays are available. Explants are not available.